Manufacturer narrative:
(B)(4). (Stent - difficulty crossing lesion). The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation on 09/09/2009 that a wallflex biliary rx uncovered stent system device was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2009. According to the complainant, the stricture was predilated prior to stent placement. However, difficulties were encountered advancing the stent system through the stricture. An attempt was made to deploy the stent in an attempt to cross the lesion; however, this was unsuccessful. The stent was reconstrained and removed through the scope without incident. There was no damage noted to the stent delivery system. The procedure was completed with another manufacturer's device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be satisfactory.